Manufacturer narrative:
The reported issue was confirmed. The root cause is covered under CAPA 9944107. Labeling review is not required because labeling could not have prevented this issue. CAPA 9944107 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that csv file showing that the arctic sun device an overfill and the device not heating. The device did not deliver the appropriate alert 113 after several hours of the device not being able to reach the target water temperature. Per follow up information received via phone on 07nov2024, it was reported that they confirmed an overfill. Water was drained and device tested without issue. Device has returned to service.